Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was intended to use one sprinter legend coronary balloon catheter during a procedure. The device and luer were inspected prior to use with no issues reported. Negative prep was performed with no issues. The device was not kinked and re-straightened during use. It was reported that leaking was identified from the hub. The balloon was connected to the non-medtronic inflation device and the inflation device was dialed up, but the pressure would not rise. It was then noticed that the contrast was leaking out from the connection between the balloon and the inflation device. The devices were disconnected and then reconnected and dialed up again; however, there was no rise in pressure and contrast was seen dripping out from the connection. The balloon was disconnected from the inflation device, and both were inspected. A crack in the hub of the balloon catheter was seen. The balloon was removed from the patient. T here were no difficulties noted when attaching the luer of the sprinter legend to the inflation device. The sprinter legend was connected directly to the inflation device. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for analysis. The returned device had a crack evident on the on luer, extending from threads to midpoint of luer. The crack runs through the thinnest point of threads, and along the edge of injection gat the crack spans the width of the luer wall. The leak was due to the cracked luer. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.